Manufacturer narrative:
The explanted products were expected to be returned to boston scientific for disposal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is november 5, 2015.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection. It was reported the patient had been treated with intravenous antibiotics. Following explant, the patient was provided a life vest pending a new system implantation. No additional adverse patient effects were reported.